Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following lab evaluation, the seal used with the metal port had a slight tear. There was no damage observed at the beginning of the evaluation when the packaging of the two ports was first opened.